Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR. This report is also being submitted to correct the date of occurrence and the aware date that was reported in the initial report. In the initial report the date of occurrence was inadvertently reported as (B)(6) 2018 when the actual date of occurrence was (B)(6) 2018. It was initially reported that the device was not available but has been confirmed that the device is available and will be returned for evaluation. In the initial report reported that the aware date was (B)(6) 2018 but it has been confirmed that the actual correct aware date was (B)(6) 2018. The actual device has not been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date, if the device was evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update and provide the completed investigation results. Results based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was returned for evaluation. The hemostasis sheath was properly mated with carrier tube assembly. No other components were returned for analysis. Visual inspection revealed the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. No other anomalies were noted. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The distal tip of the hemostasis sheath revealed that the anchor was still present had properly posted to the distal tip. Then, digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio-seal device the anchor did not open and the entire device was pulled out in one movement. There was no harm to the patient was reported. The procedure outcome is unknown. It is unknown if there were any other devices or equipment used with the angio-seal device.